Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter within the fluid path. The following information was provided by the initial reporter: consumer reported found 1 syringe with a loose plastic piece at the 40-0 unit markers.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 18-jul-2022. H.6. Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 1270850. Customer states that the syringe was found with loose plastic. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 35-50 unit markings. No foreign matter was observed. A review of the device history record was completed for batch# 1270850. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure (broken barrel). A definitive root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter within the fluid path. The following information was provided by the initial reporter: consumer reported found 1 syringe with a loose plastic piece at the 40-0 unit markers.